Event description:
As reported on (B)(6) 2019: attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that on (B)(6) 2012 and (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum based on additional information provided by patient's attorney which included the medical records, patient fact sheet and general patient outcome allegations: attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug left (device #1) and right (device #2). On 11/16/2012 the patient underwent repair of a recurrent left inguinal hernia with implant of an unknown plug mesh (device #3). It is alleged that on (B)(6) 2012 and (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: patient underwent additional surgical intervention with additional mesh implants.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included medical records, patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug (device #1) device may have caused or contributed to the events. The information provided alleges as a result of the defective nature of the mesh, the patient underwent additional surgical intevention due to recurrence of the left inguinal hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Updated fields: a2, a4, b3, b5, g1, g2, h6 and h10. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that on (B)(6) 2012 and (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."